Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This device is used for the treatment of the patient. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause for the patient's pain cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe pain and is unable to use steps.